Manufacturer narrative:
Date sent to the FDA: 08/18/2016. Additional information was requested and the following was obtained: what is the name of the procedure? No information. When the suture was coming off of the tray was the suture detached from the needle at any point? The suture has been sealed by the alumni package and it was unable to take the suture out . Was the suture coming off of the tray noticed when opening the package or during dispensing? No information. The open foil was examined and it was observed marks of the suture caught on the seal area, but does not extend completely through seal area. One section of the body suture was flat which indicating that suture was trapped in the seal area and due to this condition the suture cannot be dispensed correctly. Additionally, the sterile barrier was not compromised.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: what is the name of the procedure? No information. When the suture was coming off of the tray was the suture detached from the needle at any point? No. The suture was not detached. When the situation happened is unknown. Was the suture coming off of the tray noticed when opening the package or during dispensing? Dispensing.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the suture was used. During dispensing, a suture part was stuck in the sealing part of the aluminum package. There was no adverse patient consequence reported.